Event description:
Medtronic received a report that the solitaire stent broke during retrieval of the clot. The patient was undergoing surgery for treatment of an ischemic stroke located in the right internal carotid artery (ica). It was noted the patient's vessel tortuosity was moderate. It was reported that the doctor tried to remove solitaire x after engaging it with the clot, but the stent broke. It was reported se paration occurred. The patient did have vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. There was 1 pass made with the stent. There was no friction or difficulty during the procedure. The microcatheter tip was not covering the stent proximal marker during retrieval. The stent was removed from the patient. There was no surgical or medicinal int ervention required. The physician did not attempt to detach the stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a fubuki 8f guide catheter and rebar 18 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient's post-thrombectomy condition was fine. The solitaire break occurred in the proximal section. The cause of the break was unknown.

Manufacturer narrative:
H3: product analysis of sfr4-6-40-10, lot no: b580113 found the solitaire fr stent device returned within phenom-27 catheter. The solitaire pushwire was found extending ~36.4cm from hub. The solitaire fr stent device was unable to be pushed out from within the phenom catheter. The catheter body was then dissected longitudinally for further analysis of the solitaire. No bends or kinks were found with the pushwire or marker coil. The marker coil was found to have blood residue. Visual inspection showed no irregularities outside of the attachment zone. The glue domes appeared to be damaged and with blood residue. The stent non-working length struts and working length struts were found to be in good condition. The stent middle working length struts were in good condition. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was unable to be confirmed as no separation was found with the solitaire stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the phenom 27 catheter that was returned was not used in the event.